Manufacturer narrative:
This customer returned third generation power supply was tested and no failures were identified.

Event description:
The customer reported the device will not power up on ac power. The customer reported patient involvement but patient harm is unknown.